Manufacturer narrative:
Info supplied in this section was completed by the MFR based on info obtained from the user facility. The customer's complaint has been confirmed. Visual exam revealed the snare loop was detached from the cannula, which was bent approx. 7mm distal of the handle. Microscopic examination of the connecting cable noted that the distal end was coined, indicating that the cable had been properly crimped in the cannula. This examination also noted crimp indentations in the proximal end of the cannula; however, the indentations were proximal to the loop wire itself. See figures 1 through 3 for photos. The evidence indicates an inadequate proximal cannula crimp joint, likely a result of not inserting the wire deep enough into the cannula during the crimping process. A functional eval confirmed that actuation of device handle resulted in a corresponding movement of the snare loop. A review of the device history record (DHR) was performed on the pertinent lot: no anomalies were noted. A search of the complaint database did not identify any other complaints reported for the same lot. The june 2007 15-month one step button product family complaint trend report, inclusive of all failure modes, was reviewed: no adverse trend was noted and no data point exceeded the complaint alert limit.

Event description:
Note: the date of the event is unk. On june 18, 2007, it was reported to boston scientific corp that placement of a one step button peg device (pt age and gender unk) was performed. While the physician was attempting to withdraw the peg insertion wire with the snare, the snare loop wire "fell down in the stomach." The physician was able to remove the loop wire, then the insertion wire was removed using another snare device and the procedure was successfully completed. The pt's condition was reported as "good."